Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) experienced shut down with a constant alarm condition. No patient was involved and no harm was reported. A getinge field service engineer (fse) inpected the unit and identified a fault in the front end board (d670-00-1164), which was associated with error code 13. The front end board was replaced. The unit performed and passed all functional, and safety tests in accordance with factory specifications and was cleared for clinical use.the failure analysis and testing dept. Received part with a reported unit failure of a unit shutdown with constant alarm. Error code 13 was also reported. The fat performed a visual inspection and found the part to be in good condition.the fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) unit shut down and had a constant alarm. There was no patient involvement.